Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.initial reporter occupation: lawyer. (B)(4).

Event description:
Mom liner exchange due to painful hip. After review of the medical records, the patient was revised to address the painful right hip replacement with metal reaction and elevated metal levels. Operative note indicated that there was a scar tissue around the hip joint and lot of tissue that was brawny and red and consistent with the metallosis reaction with some metal discoloration. MRI shows adverse local soft tissue reaction with a large joint effusion and bone marrow edema changes. The stem was added to the impacted product due to elevated metal level.